Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed using the naked eye which observed the male luer connector was crushed. The reported condition was verified. The cause of the condition was determined to be a manufacturing related issue; the male luer connector had been crushed by the packaging machines. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system; non-dehp continu-flo solution set had a crushed hub around the tip/distal area at the lowest connection of the tubing. This was identified during priming of the tubing with normal saline. There was no patient involvement. No additional information is available.